Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: it was reported that the patient's left hip was revised due to dislocation of a competitor femoral head from a stryker constrained liner. The constrained liner was revised using another constrained liner. Rep has confirmed that no further information will be released by the hospital or surgeon.